Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Digestive tract reconstruction did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Thoracic surgeon. The experience was not very good. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. -unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what type and what was the result? Yes. Stomal leak and oozing. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? After the fire. How was the leak identified? Visual inspection. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Suture sewing. What is the current status of the patient? Good status. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery, after esophagogastric anastomosis, the anastomotic stoma was partially dehisced, and then the surgeon anastomosed manually. Postoperative anastomotic leakage appeared, which seriously affected the patient's postoperative healing. Enteral nutritional support has been given to the patient. No additional information can be provided. Procedure: radical resection of esophageal carcinoma.